Event description:
It was reported by the physician that during removal of the spring wire guide (swg), it became unraveled. The swg was removed completely intact. There were no patient complications reported. Additional information received on 01/02/2010 from the physician stated the swg and catheter were removed as one and the wire was intact. An x-ray and full body CT were performed and did not show any foreign bodies. The procedure was aborted. The physician stated patient died of other complications several weeks later. Further information received on 02/18/2010 from the physician stated that the patient died from respiratory failure.

Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.